Manufacturer narrative:
Based upon review of the available data, investigations have determined that the second value of 8.02 uiu/ml was obtained because the sample measurement was manually requested by the user.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys tsh assay (tsh) on a cobas 6000 e 601 module (e601). The erroneous result was reported outside of the laboratory. The doctor's office called the customer questioning results they received for one patient sample. They received 2 results for the patient sample; 1.17 uiu/ml and 8.02 uiu/ml. The provider was expecting a high result for the patient, so the lower value was considered erroneous and the higher value was believed to be correct. The customer's system is set up to send a corrected report if a sample is repeated, but no corrected report was sent for the sample. The customer contacted their laboratory information system (lis) administrator, who stated that the two results were what was sent to the lis by the analyzer. The customer reviewed the backup data from the instrument and was only able to find the value of 8.02 uiu/ml. No other result could be found within the analyzer database for the same sample identifier (ID). The instrument communicates to the lis system through a middleware system. The sample ID was checked in the middleware system, but could not be found at the time it was checked since the results were no longer held within the system. The middleware system had no system rules set up for tsh results. The customer then reviewed the printout log from the analyzer and found that the same sample ID had a result of 1.17 uiu/ml at 19:50:06 on (B)(6) 2017 and a result of 8.02 uiu/ml accompanied by a data flag at 21:29:54 on (B)(6) 2017 measured in a different rack number. The sample was repeated a second time on (B)(6) 2017, resulting as 8.16 uiu/ml. No treatment was provided to the patient and the patient was not adversely affected. The tsh reagent lot number was 18552203, with an expiration date of 06/30/2017. The field service engineer could not determine a cause. He determined that the analyzer back up showed only one record stored for the sample ID and it was the 8.02 uiu/ml value. The value was only recorded as a first run value and no other values were recorded as reruns. Only one sample tube was found, so there were not two tubes using the same barcode.

Manufacturer narrative:
The root cause was related to incorrect sample handling by the operator. The instrument and host communication work according to specifications. No product malfunction could be identified.